Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The customer submitted a report to the FDA indicating the lock pericardiocentesis catheter tray is a replacement device used in their catheterization lab. Since this was the first time using the device, it was difficult for the physician to decide if the device was defective or just hard to use. This catheter is more of a pigtail and the physician is more familiar in using a straight wire. Difficulty was experienced in getting the catheter to track over the wire. The lesion was pre-dilated, however, after attempting some manipulation the drain would not cross due to poor support of the wire. They removed and attempted to replace the dilator and more dilations were done. Still no fluid was obtained, the catheter was manipulated some more and the physician was able to obtain some fluid. The pt's pressure dropped and the ech cardiogram showed a large tamponade. The pt's outcome was fine. A post-surgical procedure was performed to suture the tamponade. A section of the device did not remain inside the pt's body. According to the initial reporter, a post-surgical procedure was performed to suture the tamponade with no adverse effects to the pt.